Event description:
About nine months later, it was reported that the patient¿s healthcare provider was refilling the patient¿s pump. They were able to draw the remaining drug in the pump, but they were not able to put the medicine in. They further noted that, according to the computer, the patient was supposed to have 4 ml in the pump, but there was ¿less than a milliliter¿. They noted observing ¿bubbles at the end when they pulled it out¿. The syringe was noted to be patent. A 3 ml syringe with preservative free saline was attempted, but injecting the fill port was unsuccessful. The valve was unclamped, the syringe was pulled back to the twenty ml mark, and then the valve was clamped. This was repeated three times, and more bubbles were observed. The hcp noted they had never had a hard time accessing it. Another refill kit was used and patency was confirmed with a new needle. Injecting with and without the filter was unsuccessful. During the troubleshooting, the patient was asked if it hurt, and responded "yes". The medications used within the system were hydromorphone, baclofen, and bupivacaine.

Event description:
It was reported that the day prior to the report the healthcare provider (hcp) was unable to fill or aspirate the pump reservoir. The reporter stated that "it was just an issue with the refill and the patient was not having any issues." The medication used in the pump was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).